Event description:
It was reported that, before npwt a renasys touch non connect 4th ed device battery can't charge and when turn on the screen flickered. The treatment was successfully completed with a competitor device. There was a delay greater than 30 minutes. No other complications were reported. No further information available.

Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.